Event description:
It was reported that during knee procedure in 2007 when splined stem was opened, it was identified that the anti-rotational plane was in the opposite position.

Manufacturer narrative:
There have been no trends identified related to this type of event. Other: eval of returned device found implant was bent incorrectly at vendor, and was not identified during receiving inspection. Corrective and preventive actions were initiated. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.